Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade stopped working. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.